Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an x pointing to an open book with a question mark. The customer¿s blood glucose level was 320 mg/dl at the time of incident. Customer stated that the insulin pump received open book image on screen and did not received any insulin pump error before open book image was displayed on screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The device will not be returned for analysis.